Event description:
While lowering head of bed in ICU, holder fell off shelf on to pt's head resulting in laceration to top of head. Laceration sewn in ER. In installing the new monitor equipment for ICU, co elected to use velcro to anchor the housing to the main monitor rather than to anchor with brackets.